Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump unexpectedly reset . The customer's blood glucose level was 583 mg/dl and was addressed by delivering a correction bolus, via the pump. Reportedly, the customer changed supplies and resumed insulin delivery. It was reported that in a follow-up that the customer's blood glucose level was 216 mg/dl and was trending downwards.